Event description:
Additional information was received indicating loss of capture was noted in addition to dislodgement on the right atrial lead.

Event description:
During follow-up, diagnostic imaging was performed on the right ventricular (rv) lead and revealed that is was dislodged. The rv lead was repositioned but dislodged again. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in two pieces with the helix found extended. The measured full helix extension length was within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.